Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received which indicated that the caused of the high pacing threshold was due to patient condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.